Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced hypoglycemia. The customer blood glucose level was 2.8 mmol/l. Customer declined to troubleshoot for low blood glucose. The customer was treated with glucose tablet. Customer also stated that they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.